Event description:
It was reported that the implantable cardioverter defibrillator exhibited premature battery depletion. No intervention was performed. The physician elected to continue to monitor. There were no patient consequences.

Manufacturer narrative:
The reported complaint of premature battery depletion was confirmed. Based on the information provided, the root cause of the battery depletion was unable to be determined.

Event description:
New information noted that the implantable cardioverter defibrillator exhibited premature battery depletion. The device was explanted and replaced on (B)(6) 2025.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of premature discharge of battery was confirmed. The device was received with normal output and normal telemetry communication. Analysis of the device image indicates the device has reached elective replacement level sooner than expected. Electrical testing indicated the source of high current was isolated to the hybrid circuitry. An anomalous integrated circuit in the hybrid was found to be the cause of the high current drain and premature battery depletion.